Manufacturer narrative:
Correction: d10: concomitant product. Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional flow rate testing, the device was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to infused 270 ml at a rate of 250ml/ hour. However with 29 minutes remaining and 117ml remaining the drug had run completely out. So the patient received a 60 minutes infusion over 30 minutes. The medication being infused was cisplatin desensitization ¿ lowest ordered dose ¿ 0.052 mg in 250 ml ns (1/1000 of total dose). The medication was compounded same-day, likely not refrigerated and the infusion parameters as follows: volume to be infuse (vbti)¿ 250 ml, flow rate ¿ 250 ml/hour, and dose ¿ 0.052 mg. It was a primary infusion and the head height of the container was past event, unable to measure. The over infusion was determined in a bag empty at 29 minutes of total infusion time (total volume infused reported by pump to be 177 ml). In addition, the bag was empty and the pump still had vtbi programmed and the nurse visibly notice that too much of an infusion had gone in too quickly as the pump beeped to alert of air in line at 29 minutes. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.